Event description:
The customer observed falsely elevated multigent lithium results generated on the architect c16000 processing module for multiple samples. The samples were repeated on the original analyzer and another backup architect and generated results within the normal range. Additionally, the customer noted quality controls were out of range high after the discrepant results were generated. The following example data was provided: sid (B)(6) initial result = 2.1 mmol/l, repeat was <1.0 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and multiple troubleshooting procedures were performed. However, a single definitive cause for the elevated result could not be determined. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated multigent lithium results generated on the architect c16000 processing module for multiple samples. The samples were repeated on the original analyzer and another backup architect and generated results within the normal range. Additionally, the customer noted quality controls were out of range high after the discrepant results were generated. The following example data was provided: sid (B)(6) initial result = 2.1 mmol/l, repeat was <1.0 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.